Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer plugged in the pump and the pump screen turned on. The customer's blood glucose level was 264 mg/dl. Customer confirmed that the pump was functioning as intended.